Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, the receiver has been providing an out of range alert for 36 hours and transmitter was shipped on (B)(4) 2013.